Event description:
It was reported that the lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. During advancement of the stent delivery system to the lesion in a guideliner catheter, the stent implant became caught on the coiled tip of the catheter, which resulted in the stent being pushed onto the shaft of the sds. Both devices were removed together from the patient successfully and the procedure continued on with the placement of a same size vision stent. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.